Event description:
A malfunction was reported involving an altitude alarm triggered by the pump, leading to the suspension of insulin delivery. The customer¿s blood glucose level was recorded at 14.3 mmol/l, which was within the normal range, indicating no adverse impact. To resolve the issue, technical support provided guidance on preventing altitude alarms and instructed the customer on cleaning and troubleshooting steps. Despite these efforts, the problem persisted, prompting technical support to arrange a replacement pump and cartridge. In the meantime, the customer resorted to using multiple daily injections (mdi) for insulin delivery.